Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 09/12/2024 02:08:01.000 in pump downloaded history. Verified the pump alarmed pump error 63 alarm (line number 147 file number 2017) in the pump history download on 09/11/2024 07:33:09.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis esf392695. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing. However, confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button alarm noted. The pump downloaded history confirmed the pump alarmed pump error 63 due to moisture damage to the electronic assembly. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. The customer reported a blood glucose value of 20.3 mmol/l. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1801. The troubleshooting was performed, and the customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. The customer reported high blood glucose. No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1801 was requested, and the customer response was that the device will be returned.